Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 42.1cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4)

Event description:
Reportable based on device analysis completed on 15-feb-2018. It was reported that shaft break occurred less than 15cm from the hub. During preparation of a 2.75mm x 15mm quantum¿ maverick¿ balloon catheter, it was noted that the delivery shaft was fractured less than 15cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break 42.1cm from the hub.